Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported infuses 11.5 than upstream occlusion which were reproduced during evaluation. Upstream occlusion messages were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.